Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention is planned to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention to revise her scs system. The patient's current scs lead had reportedly migrated. During the revision the physician placed an additional lead below the patient's original lead. The patient reported receiving effective stimulation coverage in postoperative programming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.